Manufacturer narrative:
The reported complaint that the pump module failed to alarm for multiple large air bubbles was not replicated during testing. An external and internal inspection was performed on the source pump module s/n (B)(6). The pump was received with instrument seal intact. The right (male) iui was observed to be in good condition. The left (female) iui was observed to be in good condition. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. There were no anomalies observed with the ail assembly. Review of the pcu and suspect pump module error logs showed no errors or malfunctions relevant to the reported issue. The source pump module was tested for ail alarms and found the air detection system operating within specification. The proximate cause of the complaint that the pump did not alarm when there was multiple large air bubbles was suspected to be due to the air boluses being too small to trigger an alarm. Device history review: a review of the device history record showed the device had a manufacture date of 12/11/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that a according to a nurse the infusion was running and she saw that there was air in the tubing set after the lvp and there was no alarm. No adverse consequences to the patient were reported.

Event description:
It was reported from the a4 med/surg nurse that the device failed to alarm for multiple large air bubbles noted in the tubing set below the "cassette" during a primary infusion of lactated ringers (lr) 1000ml and a secondary infusion of unasyn 3g/lr 100ml. The facility biomed received the tubing set with multiple bubbles noted. The device was tested using a different tubing setup and whenever there was air introduced into the tubing during a basic infusion, the device alarmed appropriately and shut down. Although the note received with the products had a date and time of (B)(6) 2020 at 2145; this date is presumed to be the start date and time of the lr primary infusion, not the actual event date. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported from the a4 med/surg nurse that the device failed to alarm for multiple large air bubbles noted in the tubing set below the "cassette" during a primary infusion of lactated ringers (lr) 1000ml and a secondary infusion of unasyn 3g/lr 100ml. The facility biomed received the tubing set with multiple bubbles noted. The device was tested using a different tubing setup and whenever there was air introduced into the tubing during a basic infusion, the device alarmed appropriately and shut down. Although the note received with the products had a date and time of (B)(6) 2020 at 2145; this date is presumed to be the start date and time of the lr primary infusion, not the actual event date. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that a according to a nurse the infusion was running and she saw that there was air in the tubing set after the lvp and there was no alarm. No adverse consequences to the patient were reported.